Event description:
It was reported that the device's tracks move too freely and the tracks would not latch properly. As a result, one of the first responders operating the stair chair was injured. The person holding the upper/head side had their leg get rolled over by the stair chair with a patient on it. It was reported that the first responder ended up breaking a bone in their leg.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. It was found that the device's tracks moved too freely and the tracks would not latch properly was due to a dirt/debris/sticky track latch and a loose track belt. These issues were resolved for the customer by cleaning the debris on the latch and tightening the belt. Multiple attempts have been made to gather further information surrounding the event and injury with no response received. Should a response be received, this complaint may be reopened and updated accordingly.

Event description:
It was reported that the device's tracks move too freely and the tracks would not latch properly. As a result, one of the first responders operating the stair chair was injured. The person holding the upper/head side had their leg get rolled over by the stair chair with a patient on it. It was reported that the first responder ended up breaking a bone in their leg.